Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall.

Manufacturer narrative:
Medwatch fields were updated. The unique identifier (UDI)# for vitamin d total ii is (B)(4). Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys vitamin d total ii assay non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (greater than 100 ng/ml or greater than 250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of discrepant high results for 10 patient samples tested for vitamin d total ii on a cobas 6000 e 601 module. The initial high results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The vitamin d total ii reagent lot number was 29822801 with an expiration date of 30-sep-2018.

Manufacturer narrative:
The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
Qc results were within the specified ranges. Based on information provided, pre-analytical handling issues are not suspected. Instrument maintenance is performed regularly by the customer.